Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremors. It was reported that the patient was seeing an elective replacement indicator (eri) for their implantable neurostimulator (ins). The patient stated that they were dissatisfied with the longevity of their device and added that it only lasted two years while their previous ins batteries lasted four. The patient added that their doctor told them this battery was supposed to last longer than their previous batteries. Patient was directed to their healthcare provider to discuss replacement and possibly sending the battery back to manufacturer for analysis. No patient symptoms were reported.

Event description:
It was later reported that the battery reaching eri was due to normal battery depletion. It was noted that high settings were utilized to control tremors. A replacement was scheduled to resolve the issue. The patient later reported that there were no circumstances leading to their eri.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.